Manufacturer narrative:
Corrected data: upon further review, it was noted that in the initial MDR section h-6 type of investigation codes 3331 - analysis of production records and 4109 - historical data analysis were inadvertently not captured. Therefore, this supplemental filing is to correct the investigation codes there were was not originally captured. The following fields have been updated: section h-6 type of investigation code: 3331 - analysis of production records and 4109 - historical data analysis additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 19-jul-2021 section h-3: device evaluated by manufacturer: yes device evaluation: the dcb00 product was returned in its original package. Visual inspection using magnification was performed on the returned sample: the plunger and pushrod was observed in advanced position and in good condition. The pushrod was observed in its correct orientation. Residues of viscoelastic material were observed on cartridge. No damaged was observed to the cartridge and to the device. The lens was also observed stuck in cartridge and at folded position. It was too hard to remove the lens from the cartridge to address the lens damaged condition reported. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. Device evaluation: product evaluation could not be performed since at the time of this investigation, the product had not been received. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Initially, it was reported during procedure of phacoemulsification of cataract with insertion of pre-loaded intraocular lens (iol), that the product plunger jammed and the lens was unable to be loaded; occurring during handling but prior to insertion into patient's operative eye. There was no other patient involvement. Through follow-up, additional information was received confirming the procedure was completed successfully using back-up lens and the suspect lens is being returned. Patient outcome post-procedure was reported as no complications. Additional information was received later on from a duplicate complaint reporting during product handling and prior to insertion into the patient's operative eye the plunger went over the lens during lens advancement through the inserter and the lens was damaged. There was no patient involvement. No further information is available.